Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous transluminal embolotherapy of intracranial aneurysm there was a "crevice" discovered in the hub of a torcon nb advantage angiographic catheter. The physician was using a cook hpct for vascular angiography diagnosis, and the pressure for injection was 750 psi. Initially, the injection was going well. When the physician attempted another injection, they discovered that there was air in the catheter. They disconnected the catheter and hpct and tested the injection with a syringe. They discovered that there was a "crevice" in the hub of the catheter. They changed to another same type device to complete the procedure. No adverse effects have been reported at this time. Additional patient and event information has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 18nov2021. The device will not be returned.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a percutaneous transluminal embolotherapy of intracranial aneurysm there was a "crevice" discovered in the hub of a torcon nb advantage angiographic catheter. Access was gained from the femoral artery and was advanced to the distal carotid artery. The physician was using a cook hpct for vascular angiography diagnosis, and the pressure for injection was 750 psi. Initially, the injection was going well. When the physician attempted another injection, they discovered that there was air in the catheter. They disconnected the catheter and hpct and tested the injection with a syringe. They discovered that there was a "crevice" in the hub of the catheter. They changed to another same type device to complete the procedure. Investigation ¿ evaluation a document based investigation was performed including a review of the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, insect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 20oct2021: access was gained from the femoral artery and was advanced to the distal carotid artery. The user found that there was a crevice in the hub when they were unable to inject the contrast/saline solution, which leaked from the hub. The patient's anatomy was not tortuous or calcified.